Manufacturer narrative:
Section b5, d4, h3, h4: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas) did not reveal any device-related issues. The patient received a heart transplant on (B)(6) 2020, and the information provided indicated that no adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the event. (B)(6), was returned assembled with the driveline (dl) severed approximately 3.5¿ from the pump housing. The distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief and the bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal and discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the transplant was not due to a device related issue and the patient was not elevated on the transplant list secondary to a device or therapy related issue. The device operated as expected. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient received a transplant on (B)(6) 2020. No further information was reported.